Event description:
It was reported that the implant was placed at tooth site #6. Post-operational was noted to be uneventful. A healing abutment was placed and the implant was torqued to 30 n-cm. The implant had the hex removed, but the encode would not disengage. The screw had fused with the implant coping. The patient then began to experience discomfort. Two hours later the implant was found to be loose. A new implant was placed to complete the procedure.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 10, 4109, 3331 and 4111. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported device for evaluation. Visual and functional evaluation was performed. Unable to disengage mount from implant. Malfunction identified. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The customer did submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. The mount is stuck to the implant. The reported even was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.